Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): performance data were collected from the device and analyzed. The weekly battery voltage trend data in the save to disk file shows the minimum battery voltage was 2.88 to 2.66 volts between (B)(6) 2011, which was before the device reached recommended replacement time of less than or equal to 2.62 volts. The device was also returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis found the cause of the high current drain to be current leakage in the battery filter capacitors.

Event description:
It was reported that the implantable cardiac defibrillator (ICD) had early battery depletion. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the actual device was not received for evaluation. Performance data were collected from the device and analyzed. The weekly battery voltage trend data in the save to disk file shows the minimum battery voltage was 2.88 to 2.66 volts between (B)(4)-2011, which was before the device reached recommended replacement time of less than or equal to 2.62 volts.